Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button less responsive when there was moisture. The customer¿s blood glucose was unknown. Customer stated that insulin pump had scratches on the screen and cracked in casing. The customer stated that insulin pump pieces missing by battery compartment and plastic near cap broken off. Customer reported that insulin pump was not delivering insulin at the time. The device will not be returned for analysis.